Event description:
International customer reports that a needle broke during use. The needle fragment remains within uterine myometrium. The surgeon opines that the needle fragment will need to be excised in the future.